Event description:
It was reported that this device was unable to be interrogated using multiple different programmers. The patient was subsequently hospitalized and the device was explanted and replaced to resolve the event. During the procedure, the physician observed header damage. No additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this device was unable to be interrogated using multiple different programmers. The patient was subsequently hospitalized and the device was explanted and replaced to resolve the event. During the procedure, the physician observed header damage. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination was unable to confirm the clinical observation of header damage as no damage was noted. No telemetry was observed and the device case was subsequently opened and the battery sent for detailed analysis. The battery analysis revealed damage to an integrated circuit (ic), but it is unknown whether this damage occurred while implanted, during explant or during shipping back to boston scientific. Therefore, the "cause not established" conclusion code was selected based on the observation of a ic damage, but the root cause of this damage was unable to be conclusively determined.